Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (BG) level that was displayed as "High", although specific value was not provided. Customer addressed elevated BG by a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 Pro Max / 2.9.1 / iOS_18.6.2.